Manufacturer narrative:
The customer's glidescope video baton quickconnect large was not returned to verathon for evaluation, therefore the cause could not be determined. Follow-up communication received from the customer reported that since the initial reported issue, they have continued using the device for several intubations and they have not observed any issues. The customer declined to return the video baton to verathon for evaluation and plans to continue using the device. Review of complaint history for the reported video baton serial number "aq230014" did not identify any previous complaints reported to verathon. Trending analysis for glidescope video batons does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope video baton quickconnect large during a patient procedure, the light was flashing on and off and intermittently displaying the message 'camera not connected.' The customer tried swapping the video baton from the a port to the b port of the monitor but the issue persisted. No delay in the procedure, use of a backup device, or harm to the patient was reported.